Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Translation ame: the surgeon finds himself in difficulty getting the handle out of the cannula, forcing him to force the handle to pop it out. He notes a significant resistance by action on this handle. In the end after several attempts, the handle ends up coming out with the extraction bag which tears making the material unsuitable for its use. The material was not kept because it was already positioned in the laparo trocar and therefore soiled by human tissue. Patient status: no clinical consequences have been reported. Type of intervention: ni.

Event description:
Type of procedure performed: cholecystectomy. Translation ame: the surgeon finds himself in difficulty getting the handle out of the cannula, forcing him to force the handle to pop it out. He notes a significant resistance by action on this handle. In the end after several attempts, the handle ends up coming out with the extraction bag which tears making the material unsuitable for its use. The material was not kept because it was already positioned in the laparo trocar and therefore soiled by human tissue. Information received by email from applied medical representative on 7apr21. Name of procedure being performed: cholecystectomy. The patient is well. The specimen was not within the bag at the time of bag breakage, the bag couldn't be used, nothing was in the bag. They used an other one to retrieve the specimen. The bag did not fragment and stay in 1 piece. No other instruments were used. The bag was introduced in abdomen by trocar, and when they opened it, it was immediately broken. The port site was not enlarged prior to the bag break. The port site was not enlarged or held open with an instrument such as a clamp. The location of the bag breakage was the cord. When we introduced the bag, nothing to report in particular. But when we wanted to open the bag, by pushing the rod, the bag became detached from the guide. It was then impossible to use. Everything happened inside the abdomen without using any other instrument additional information received by phone from applied medical representative on 14apr21: the tissue bag itself did not rip or break. The cord (string) did not break. By guide, it is unknown whether it is the support (prongs) or the bead. Question: did the bag detach from the bag as a result of the string breaking? (Y/n) response: no I don¿t think so. The user does not remember precisely. To summarize I would like to say that the bag did not deploy as usually. Unfortunately no one will be able to remember more details. Patient status: no clinical consequences have been reported. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the returned device could not be performed and the complainant¿s experience could not be confirmed. Based on the event description, it is possible that the complainant experienced a device jam. However, in the absence of the event unit, it is difficult to determine the exact root cause of the device jam.